Event description:
It was reported that during the implant attempt of the right atrial (ra) lead, the helix would not "deploy". The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. No anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)